Event description:
It was identified that 12 fractions of a radiation course of therapy did not have the planned blocking on 2 of 14 treatment fields. Treatments occurred between (B) (6) 2010 and (B) (6) 2010. Overexposure occurred on 2 of 14 fields each of the 12 days. Cms treatment planning system and rtp exchange which is a data transfer program.